Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left-side deflation implant exchange." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, one linear opening, yellow particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified void >1 mm in non-textured, valve-to shell-bond area and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease smooth in the side anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "left-side deflation implant exchange." Device has been explanted.